Event description:
It was reported that during a lap appendectomy procedure upon inserting the trocar, the cannula with the obturator inside of it bent approximately at a 90-degree angle. Per the surgeon, the trocar was inserted at a very oblique angle. He feels it was his excessive torque of the trocar that may have caused the bend. They used another like trocar to complete the procedure without any impact to the patient.

Manufacturer narrative:
Cannula. Evaluation summary: the analysis results for the b5lt instrument found that the obturator cannula and the sleeve were bent. A potential cause of this damage is the application of an excessive force during insertion. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.